Event description:
The last box of biomedics xc contacts contained 2 damaged lenses. I opened one and it wasn't a circle, it was missing a chunk. The next one I opened had a tear in it. The lot # is 200712817j with an expiration date of 2012/09, under that there are 2 barcodes. I contacted the co, but they said I must contact the seller. I'm not sure if I got this box from shop. I'm tired of paying for products that are defective.